Event description:
It was reported that the device was used during a thoracotomy. It was reported by the rep that the instrument would not fire. The handle could not be moved forwared. Another tlc75 was used to complete the case. There was no consequence to the pt.